Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic the day after procedure, device interrogation revealed high capture threshold on rv lead. The lead was repositioned. Patient was stable.